Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced myalgia ("muscle soreness"), arthralgia ("joint pain"), fatigue ("fatigue"), tendon pain ("achilles tendon pain") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, myalgia, arthralgia, fatigue, tendon pain and headache outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, headache, medical device removal, myalgia and tendon pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.